Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking / jolting sensation in the abdominal area that led to nausea. Impedances were within normal limits, and the patient was reprogrammed. It was later reported that the reprogramming resolved the shocking sensation.